Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Air was observed in the tubing that extends across the top of the cassette. The patient was not affected.